Event description:
It was reported that sensor glucose readings were not appearing on the insulin pump, and the user observed three lines across the pump display before readings resumed shortly thereafter, consistent with intermittent communication failure between devices and implicating the antenna/electrical-magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the systems with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.